Manufacturer narrative:
One sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag and leaking inside a zip lock bag. The solution was drained and functional testing was performed and revealed a leak coming from the spike port cap at the spike port base. The reported problem was verified on the returned sample. The cause of the condition was due to a lack of cyclohexanone applied during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 1000 ml eva tpn bags were leaking from the port after compounding. There was no patient involvement. No additional information is available.